Manufacturer narrative:
(B)(4). Constant insulin flow blocked alarms noted during priming due to corrosion on force sensor assembly. Unit passed selftest. Unable to perform displacement test, rewind test, basic occlusion test, force sensor test and occlusion test due to insulin flow blocked alarms. Unit received with pillowing keypad overlay, peeling/fading end cap address label and scratched case. Moisture damage on motor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that insulin exit tubing with manual plunger push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.